Event description:
1. Our co has not received an evaluation of the incident by the attending physician, surgeon, hosp, representative, or the health care professional, except for what has been provided to us by medwatch. 2. Our records failed to reflect an incident attributable to the product mentioned in the letter from joan f. Todd (i.e., an air fluidized bed). However, our info shows that the incident may have been attributable to a battery pack used to keep a low air loss bed inflated during transport. The battery pack, which was prwovided to our co by another MFR, contains two batteries, one of which may have released fumes to prevent excessive pressure build up within the battery. 3. The labeling of the device fails to provide any info about the possible frequency or severity of such event. Moreover, the co has no info outlining the expected or observed frequency of such occurrence. However, because the reported incident is not an occurrence that is supposed to occur within the battery pack's performance standards, the event is occurring with greater frequency and severity than is expected for this device. Within the co's experience prior to the date of the incident in question, only two other events relating to similar battery discharges are known to have occurred, althougha similar event incidentally occurred on the same day as the event in question. 4. Our info indicates that events such as the described in the report could only result in minor irritation to individuals in close proximity to the event. Remedial action therefore is not necessary, although it may desired. To ensure against the remote possibility that such an event may occur again, the co has implemented a new documented preventative maintenance prwogram fsor the battery pack. The program ensures that each battery pack is given a quality control inspection before the placement of the product in a health care enviroment. The program further outlines a preventative maintenance schedule every four (4) months for each battery pack, to ensure that internal components are inspected and the device is properly calibrated. A copy of such plan is attached.